Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry of the imaging system appeared to be closed by the pendant displayed the door was open. It was reported that covers were manually adjusted to close the remaining millimeters to continue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additionally, it was reported that the cause of the reported event was that the facility

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that covers and the door switches were adjusted as the unit was found to be 1-2 mm out of alignment. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000503, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.